Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to infection. The physician opted to place a temporary lead in internal jugular vein (ijv) with external device. There were no additional adverse patient effects reported. This lv lead was explanted.